Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery was observed to be depleting quickly. Review of the pump data logs by tandem technical support showed that the pump battery depleted from 95% to 5% within 20 minutes. The customer¿s blood glucose level was 147 (mg/dl). Reportedly the customer has a backup pump as alternate insulin therapy. The customer also has manual injection supplies available.